Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was available for further evaluation. In addition, the batch number was reported as unknown. Without the actual device, and/or batch number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: end user reports that, "when hanging pemetrexed the line unraveled and came undone and leaked onto pump, table and floor." No injury reported.